Manufacturer narrative:
During quality investigation testing, the customer's complaint was duplicated; the device overheated. Further investigation revealed corrosion damage to the motor, a broken bearing and the blade mount was identified as the primary cause of the failure. The device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repair due to overheating just prior to use in a procedure. Another device was used to complete the procedure. No adverse event or procedure delay was reported.